Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The integrated multisensor technology (imt) data and instrument history report were reviewed. The cse determined there were imt rotary valve alerts since (B)(6) 2018. The cse replaced the imt and peristaltic pump tubing and performed advanced imt cleaning and replaced the imt sensor. The cse ran 5 repetitions of quality controls which were acceptable. The cause of the discordant, falsely elevated na result was the malfunction of the imt module. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s). The patient was redrawn and the sample was tested on the same instrument and an alternate dimension vista instrument resulting lower. The result from the alternate dimension vista was reported as the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.